Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, after the device was used for five to ten minutes, the hand piece stopped working. The procedure was successfully completed with a second device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/03/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.